Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm model #: sc-4316 lot #: 15564055 description: next generation anchor kit sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the ipg and lead site. Symptom was drainage. The physician could not confirm if the infection was device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Correction to the initial MDR in field.

Event description:
A report was received that the patient had developed an infection at the ipg and lead site. Symptom was drainage. The physician could not confirm if the infection was device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected.